Manufacturer narrative:
(B)(4). The reported event is confirmed as the returned device was fractured. Visual inspection of the returned product found signs of repeated use and a fracture on in the middle of the instrument. Fragment was not returned. Gouge marks and dents were noted which is indicative of repeated use. The package insert also states that breakage can occur if the instruments are subjected to high loads or impactions. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Review of the complaint history determined that no further action is required. A definitive root cause cannot be determined with the information provided. No corrective actions, preventive actions, or field actions resulted after investigation of this event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Product has been returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the impactor cracked as the femoral trial was being allotted down. Attempts have been made and no further information has been provided.